Event description:
It was reported that the patient wanted their spinal cord stimulator (scs) removed because, it no longer helped which started a couple of years prior to the report. The patient spoke to their healthcare provider (hcp) who redirected them to call. The healthcare provider later reported that it was unknown if there was a 50% or greater symptom reduction. The cause of the event was not determined, it was not device related, and reprogramming was not needed. The device would be explanted if there was no pain relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3776-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3776-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).